Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call of issues with a countdown on his wife's insulin pump. The customer states the device reset, and there is a blank display. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer states the device alarmed for unexpected restart, after they had inserted the battery. The customer was advised that the device would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronics assembly. Unable to confirm the excessive no delivery or other alarms due to the blank display. No audio/beep anomaly was noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and a corroded motor home switch.